Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that the helix would not retract or extend during the implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.